Event description:
A malfunction on the customer's pump was reported, with the occurrence noted at least three times, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by sending a replacement pump equipped with updated software, advising the customer on steps for using the new pump, backup insulin therapy plans, and instructions for returning the malfunctioning pump through ups. The customer acknowledged and understood the instructions provided.